Event description:
Customer reportedly obtained results of 399mg/dl, 555mg/dl, 482mg/dl, and 364mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse eent reported. Requested return of suspect system and replacememt was sent.